Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to left lead migrating. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that the right lead moved when attempting to move the left lead. Surgery took place wherein both leads were explanted and replaced. Effective therapy was restored.